Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill bit broke off during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2017. The surgical team already had the nail in, and as they went to adjust the nail position, this bent the guide wire, and they tried to drill over it. At this point the drill bit broke. A little tip of the bit was already half way up into the femoral head and the surgeon decided to leave it in the bone. There was a reported surgical delay of five (5) minutes to discuss what was happening. No additional x-rays, no additional medical intervention required. The procedure was completed successfully with the patient in stable condition. Concomitant medical products: 11.0mm/130 degree ti cannulated trochanteric fixation nail advanced (part 04.037.142s, lot number unknown, quantity 1), stryker ¿system 7¿ drill (part number unknown, lot number unknown, quantity 1). This report is for one (1) cannulated stepped drill bit. This is report 1 of 1 for (B)(4).